Event description:
Caller reported a compact plus system blood glucose result of 22 mg/dl with no symptoms of hypoglycemia. He drank orange juice, retest result within 10 minutes was 256 mg/dl. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.